Event description:
The account obtained a discrepant result when they obtained a negative result on a urine sample. The pt had come into the office because she thought she was pregnant and had gotten 2 positive home tests. When the account obtained the negative result using the hcg combo plus kit, blood was drawn and a serum qualitative assay was run at the reference lab for a positive result. Based on the positive home tests, pt had missed her period (4 wks late) and physical findings by the dr, it was felt the pt was pregnant. Urine testing was not repeated. The sample was a first morning urine. The kit is stored in the refrigerator at 3 c: account does not allow the kit to reach room temp prior to testing. The account stated no treatment was begun or stopped due to the negative result. The pt is not taking any medication. Note: labeling states the reaction discs should be at room temp before removal from the pouch and prior to use.